Event description:
Upon completion of an angioplasty and catheterization procedure, an angio-seal device was deployed. Post-procedure, when leaving the cath lab, the pt complained of back pain, became hypotensive and developed a hematoma in the groin area. The pt was taken to surgery to repair retroperitoneal bleed and for removal of the angio-seal device. The physician stated that this was a subcutaneous deployment.